Event description:
It was reported that the surgeon was using the harmonic ace +7 in a right hemi colectomy, within the first hour of the procedure the pad detached from the jaws. It was not a complex case and he was not over activating the jaws or hearing the att sound kick in. They opened a new device and the harmonic worked fine for the next 3 hours of the procedure. The nurses were shocked as the white pad detached from the jaws and it looked like it was going to drop into the patient.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Please provide product code, lot or batch number. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 3/16/2022 additional information was requested and the following was obtained: no advertent damage to the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2022. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient ok. Please provide product code, lot or batch number - p30223p24. V95v7x ¿ 2026-08-31. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4); date sent: 4/27/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted and 100% present. The tissue pad was not detached as reported. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.